Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump is stuck in the rewind process. The unit does not stop asking the patient to rewind. The blood glucose reading was 199 mg/dl. The device may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm due to moisture damage on the keypad traces. The motor error alarm during rewind due to the motor encoder signal being out of phase. Unable to perform the displacement test due to motor error alarm. The device was received with cracked display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.